Event description:
Spontaneous inbound call from patient who reports that the syringe keep popping out of pump. Patient has done infusions for 7 months without any problems. Patient was counseled on how to infuse manually, so she didn't miss her dose. No adverse effects noted. Replacement pump will be shipped. No other info known. Indication; selective deficiency of immunoglobuling (igg) sub classes. Reported to (B)(6) by: patient/caregiver. Dates of use: from (B)(6) 2018 to ongoing.